Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 6.5 mmol/l. The customer reported that they had no response from keypad. The customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. All buttons functioning properly. However, hardware low level failures alarmed during self test and was confirmed in the formatted history file (variable info = 3) due to broken trace at pin1 and pin6, keypad assembly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.